Event description:
Patient reported obtaining back-to-back blood glucose results of 400 mg/dl and 90 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. At the time of the report, patient no longer had the test strips that produced the discrepant results. Quality control testing was performed on patient's current strip drum and the results fell within the acceptable range.